Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported during vitrectomy surgery the cutter would not cut; however aspiration continued and pulled vitreous body. The surgeon changed the cutting rate and setting file then the cutter started to engage. The surgery was completed with no patient injury reported.